Event description:
The customer stated the device gives a service error message and has a power supply failure/ inop message. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.